Manufacturer narrative:
The (B)(4) charger board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned motion charger board found that the reported event was related to an electrical issue. Visual inspection confirmed that, dut pcb d3a and ch a leds failed to illuminate. Bench and functional test was stopped immediately due to observed thermal issue coming from the dut pcb d3a channel. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion charger board and the pfc1000 charger board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger boards have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the motion batteries on the imaging system were not charging. There was no patient present when this issue was identified. No additional information was provided.